Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a low hr alarm did not occur for the patient in room pcu31 on (B)(6) 2017 at 08:30. There was no patient incident alleged.